Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Patient 1: 4.7 re-test was taken a few minutes after initial reading. The 5.7 re-test was taken a few hours after the 4.7 reading. Lab result was done a couple hours after the 5.7 reading. Patient 4: the 5.4 reading was done using a different meter within a few minutes of initial inratio reading. Different fingers were used when patients were tested.